Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was implanted; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the stent was implanted within the esophagus. After deployment, the physician decided to reposition the stent. The physician grasped the stent suture with forceps. However, when attempting to reposition the stent, the suture broke. The physician was able to successfully move the stent into the desired location without the suture and the stent was left implanted. There were no patient complications reported as a result of this event. According to the complainant, no portion of the stent fell inside of the patient and the stent cover was not damaged. No further medical intervention was required after the physician achieved proper positioning of the stent.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the event description and the evaluation of other devices with the same complaint, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the stent was implanted within the esophagus. After deployment, the physician decided to reposition the stent. The physician grasped the stent suture with forceps. However, when attempting to reposition the stent, the suture broke. The physician was able to successfully move the stent into the desired location without the suture and the stent was left implanted. There were no patient complications reported as a result of this event.